Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer normal results are around 162mg/dl 2 hours after eating. Blood glucose test performed at the time of the call gave result of 142mg/dl. Last results in memory (all fasting) are 298mg/dl, 303mg/dl, 307mg/dl, 526mg/dl, and 554mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (554) and the lowest normal result (162) is located in zone c. No adverse event reported.

Event description:
Consumer complaint of high blood results. Customer normal are around 162 mg/dl. Customer normal results are around 162 mg/dl 2 hours after eating. Blood glucose test performed at the time of the call gave result of 142 mg/dl. Last results in memory (all fasting) are 298 mg/dl, 303 mg/dl, 307 mg/dl, 526 mg/dl, and 554 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (554) and the lowest normal result (162) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.